Event description:
In 2003, the facility nurse informed the MFR's clinical specialist of the following: the pt was in the hosp for a week due to a pocket infection, and had to have the medial valve removed. At the time of this report, the facility nurse could not give the reason for the infection, or reason for the removal of the valve. In 9/2003, the MFR.'s clinical specialist contacted the pt to follow-up on this report. The pt stated that two (2) weeks prior to becoming infected, a nurse at the unit attempted to flush the device with alcohol, but was unsuccessful so pt removed the needle. Without getting a new needle. After the unit nurse did that, she attempted cannulation, and again had difficulty. The unit nurse removed the needle adn again without getting a new needle, cannulated again with the same needle. The pt then said to the unit nurse that she should get a new needle before attempting cannulation, but pt received no reply. The second cannulation attempt was successful although she did not pay attention to the pt and get a new needle. The following week, the pt went in for treatment, and the same unit nurse did the same thing during that attempt to cannulate. The pt insisted that the unit nurse call another nurse, which she did. Another facility nurse went over to the pt, saw that the first nurse was attempting to cannulate with a needle that she had already used and got a new needle. The pt went on to state, after that pt began running a fever and although the blood cultures were negative, their white count was elevated. Pt was very sick and went to the hosp. They could not save the medial valve due to a serious pocket infection. The valve was removed, and the pocket was left open to heal from the inside out. No further details were provided at this time.